Event description:
A zoll pt service rep (psr) called zoll customer support while fitting a (B)(6) male pt to report that the monitor was making a high pitched noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power up) is under investigation. Upon receipt the monitor reset during the incoming functional test and was unable to deliver a treatment shock. An investigation is currently underway. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.